Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. No damage was noted during preparation of the sheath. During the procedure when farawave catheter was inserted into the faradrive sheath and flushed, air entered in through the hemostatic valve. A large amount of air bubbles were noted in the syringe. Infusion pump irrigation method was used its a flow rate of 20ml/hr. Guidewire was inserted a slightly protruding position from the tip of the farawave. No air was noted in the patient. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis due to infection/contamination.